Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.

Event description:
The customer stated that was treated in the emergency room for low blood glucose levels. The customer works at a hospital, and her blood glucose levels dropped to 23 mg/dl. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. The customer was not comfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.